Event description:
It was reported that the pt experienced skin necrosis around the proximal edge of the implant site and the device was exposed. On (B)(6) 2012, skin flap coverage was attempted. The pt was treated with cephalexin and analgesics for 12 days. The pt's device was explanted.